Event description:
Doctor performed turp and found that the ceramic tip from sheath came off inside patient during procedure. The tip was still in the patient, according to x-ray. The tip has now been successfully removed. There was no report of serious patient injury.